Manufacturer narrative:
Reported issue of laser console unable to restart after error code 1308 displayed during a procedure. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 6, 2015 that an auriga® xl 4007 console was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2015. According to the complainant, during the procedure, a laser fiber was attached to the console and was being used to break the stone into smaller pieces. As the physician changed the direction of the laser fiber, it was noted that the console was no longer delivering energy. Reportedly, error 1308 appeared on the screen and the machine was restarted; however, the unit still had no energy output. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The auriga xl 4007 was not returned to the bsc complaint investigation site for analysis. Technical support staff did not confirm error message 1308 but did confirm that the auriga xl doesn't deliver any output energy. Field service indicated that technical support staff was able to resolve the issue but it was not reported how this was resolved. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Since it was not known what the technical support staff did to resolve the reported issue, the most probable root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation on november 6, 2015 that an auriga xl 4007 console was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2015. According to the complainant, during the procedure, a laser fiber was attached to the console and was being used to break the stone into smaller pieces. As the physician changed the direction of the laser fiber, it was noted that the console was no longer delivering energy. Reportedly, error 1308 appeared on the screen and the machine was restarted; however, the unit still had no energy output. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.